Manufacturer narrative:
(B)(4). (B)(6). (B)(4). A sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing performed included pressure and clear passage under water testing. The results of functional testing were satisfactory. The cause of the event could not be determined since the product met specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink solution set would not prime. The reporter stated that they would spike the bag, the drip chamber would fill, but the fluid would not prime past the drip chamber. There was no patient involvement. No additional information is available.